Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's monitor transmission showed a lead warning. Since the device is programmed air, the atrial lead was suspected. Upon investigation found that the right ventricular lead has a known insulation break and is not programmed for use, but remains implanted. The lead warning will be cleared at next visit. It was also reported that the lead warning had not been cleared, and upon interrogation noted that there was low impedance and the insulation failure on the ventricular lead. The lead remains implanted but not programmed for use. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient's monitor transmission showed a lead warning. Since the device is programmed aair, the atrial lead was suspected. Upon investigation found that the right ventricular lead has a known insulation break and is not programmed for use, but remains implanted. The lead warning will be cleared at next visit. No patient complications were reported as a result of this event.